Event description:
The customer reported that the insulin pump alarmed motor error during the priming process. It was stated that a motor error alarm has occurred 10 times in the last 30 days. The insulin pump is rewinding constantly, and will not allow the customer to check the history. The alarm was not able to be cleared. The blood glucose reading was 134mg/dl. The customer was advised to change the set and to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked belt clip slot.